Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115119.

Event description:
It was reported that the patient was unable to get into MRI mode due to high impedances. Troubleshooting took place but was unsuccessful. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115119.